Manufacturer narrative:
The complaint device is not available for a physical evaluation. However it was reported that the cause of this failure was the alignment and therefore the root cause could be attributed to user error. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
I witnessed a case this morning at (B)(6) surgery center. The doctor was performing arthroscopic latarjet and had a tip of drill break off during case. Root cause was surgeon not aligned properly with top hat. He completed the case with no complications. Probably took him less than 5 minutes to pause between steps and remove small piece that shed from main drill. I do not have part numbers or lot numbers and the device is no longer retrievable from surgery center.